Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not getting bootup. The philips personnel has sent quote to the customer, but the customer has rejected the quotation. Therefore, no service has been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.